Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the heavily calcified proximal left anterior descending artery (lad). Pre-dilation was performed with a 2.5mm x 20mm apex¿ ptca dilatation catheter and a 2.25 x 38mm synergy ii drug eluting coronary stent was advanced but became stuck in the calcium. The physician was able to loosen up the device on the way out, however, the stent was stripped off the balloon by a non bsc guide extension catheter. The stent was crushed in the vessel wall. Rotablation was then performed and the procedure was completed with another synergy stent. No patient complications were reported and patient's status was fine.